Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was "defective" and was capped. More than 6.5 years later the lead was explanted. No patient complications have been reported as a result of this event.